Event description:
Additional information was received. The coil mass was retrieved using a snare, and the procedure was completed. There was no resistance while withdrawing the catheter. Details are unknown if the phenom 17 was damaged, stretched, or deformed after retrieval. The catheter did not separate or fracture at any point. The entrapment was questioned as being due to coil interaction rather than a catheter issue. It was reported that there was also a possibility that the issue is due to a malfunction of the catheter itself. The causes or contributing factors for the resistance were unknown. The causes or contributing factors for the tip appeared to become caught on the coil mass were unknown.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for coil embolization for cerebral aneurysm. It was noted that the patient's blood vessel tortuosity was normal. The access vessel was the middle cerebral artery with unknown diameter. It was reported that while coil embolization was being performed using the phenom17, behavior was observed in which the microcatheter tip appeared to become caught on the coil mass and encountered resistance in the distal shaft. The phenom17 was withdrawn in an attempt to disengage from the coil mass; however, complete disengagement was not achieved due to interference with part of the coil. Therefore, a decision was made to retrieve the catheter together with the interfering portion of the coil extracorporeally. Retrieval was attempted; however, the coil became dispersed within the access route, and the entire coil mass was subsequently retrieved using a snare. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). The device was not used in an infected patient, and no patient symptoms or complications were associated with this event. Ancillary devices include a stryker coil.